Event description:
I initially used the pads in december. Within a day of using them I felt uti (urinary tract infection) symptoms but didn't think it would be the pads. I used them again one day in january and the same symptoms occurred. I immediately discontinued use but the symptoms did not go away. I'm now two months later and have continued uti symptoms. I visited my gyno for a checkup. She prescribed antibiotics. This did not cure the problem. I followed up with a urologist and am now another 2 rounds of antibiotics in and the problem persists. I have the urgency of needing to go as well as burning and the constant feeling of needing to urinate. I have to go back for a follow up ultrasound to further examine the problem. The initial test showed no uti (urinary tract infection), had to follow up with urologist.